Event description:
Customer reported the system intermittently shuts down or displays an x-ray disabled error. No pt injury reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the power cord and adjusted the 5v power supply. System operates as intended. This MDR is related to ge healthcare complaint.